Manufacturer narrative:
This decide will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to deplete prematurely. In addition, memory corruption was noted. The device was thus explanted and will be returned. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to deplete prematurely. In addition, memory corruption was noted. The device was thus explanted and was returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the component code, evaluation method code, evaluation result code and evaluation conclusion code, if remedial act init, type, and correction/removal reporting number. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population..